Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A distributor contacted zoll to report that a patient had a rash caused by exercising and sweating. It was reported that the patient's skin was red with some bumps. The patient consulted his physician who recommended using a powder. Follow-up indicated that the irritation was much better.